Manufacturer narrative:
The reported problem was duplicated during lab tests. The j2 pin7 found to be permanently compressed and pin8 broken on the returned battery pca. The available information is consistent with a malfunction of the battery pca. A formal corrective and preventative action project was opened to address an increase in the failure rate that was detected. No further investigation or action is warranted. (B)(6) 2018.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has battery pin damage. There was no reported adverse patient impact.